Manufacturer narrative:
Based on the information provided, the root cause of the customer reported complication cannot be determined. There is no allegation that a malfunction of an ion system, instrument, or accessory occurred. If additional information is received, a follow-up MDR will be submitted. Per an isi senior failure analysis engineer, as of (B)(6) 2022, a system log review could not be performed because the system logs are not available at this time. No video/images have been provided by the customer for review. This complaint is reportable due to the following conclusion: after completion of an ion endoluminal lung biopsy procedure, a patient developed a pneumothorax. A chest tube was placed to resolve the pneumothorax and the patient was hospitalized for one day.

Event description:
It was reported that after completion of an ion endoluminal lung biopsy procedure, the patient developed a pneumothorax. As a result, a chest tube was placed to resolve the pneumothorax and the patient was hospitalized. On (B)(6) 2022, intuitive surgical, inc. (Isi) followed up with the physician and obtained the following information: it was confirmed that the ion endoluminal lung biopsy procedure was performed on (B)(6) 2021. The physician reported that the ion product did not contribute to the pneumothorax. The physician confirmed that the pneumothorax would have occurred via another modality. The procedure was completed, and the pneumothorax was identified on a post-procedure chest x-ray. The pneumothorax was 40¿50 percent in size and a chest tube was immediately placed. The patient experienced mild shortness of breath and decreased oxygen saturations. The patient was placed under observation for 24 hours and was discharged home the following day. The physician confirmed that no malfunction of an ion system, instrument, or accessory occurred.